Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the fenestrated bipolar forceps instrument was noted to have a physical damage. There was no report of patient harm, adverse outcome, or injury. All other information is unknown.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire at the yaw pulley location. The instrument failed the electrical continuity test, confirming a complete break in the wire. The internal wire was exposed. No signs of thermal damage were observed. The complaint was confirmed by failure analysis.

Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: the instrument had a broken cable. There was no patient harm or injury. Nothing fell into a patient during the surgical procedure. There was no delay in the procedure. The procedure was successfully completed robotically.

Event description:
Refer to h10/h11 for follow-up information.